Event description:
Facility states a bolt on the lift came off causing a part of the lift to break, causing the end-user to be injured.

Manufacturer narrative:
MDR decision date: 09/06/13.(B)(4) 2013 ¿ (B)(6). Malfunction alleged. Medical intervention was reported.facility has no additional details on the what broke or the extent of the end-user's injuries.